Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were clipping the cystic duct and artery in an open cholecystectomy, iron dust came out of the device. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. Visual inspection of the received photo depicts a grey colored substance wiped on what appears to be paper. The photo is blurry; it was difficult to determine the amount of lubrication on the jaws of the device. Please note that this lubricant is applied on jaws cams to provide smooth firing and to minimize the friction between driver and jaw. The amount of the application may vary with each instrument. Additionally, this material is approved for patient contact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.